Manufacturer narrative:
The pump gave an alarm after the battery change causing to reset the pump due to a faulty component on the interface board. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that the insulin pump had a memory loss after changing the battery. The memory loss occurred two or three times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.